Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8500ds (no batch number present) was received for investigation, in addition to two packages containing five sealed ar-8500ds, batch 11982055 devices each. Both the complaint device and a freshly unsealed ar-8500ds were compared under micro-vu ID: 654, where it was observed that the complaint dissector had circumferential grooves present inferior to the inner tube collar, as well as slight wear along the inner diameter of the outer tube hood. The new device did not display the same abnormalities. Overall, no problems were found with the new sample. The signs of debris production present on the complaint device were consistent with user applied mechanical forces via prying/leveraging the device against bone and/or hard tissue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that two devices from the same lot (11982055) produced metal abrasion during a knee surgery. According to the nurse no harm for patient, operator or third party occurred. The knee surgery was finished successfully with the same devices. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 2021: it was confirmed that the metal abrasion occurred inside the patient and all fragments were retrieved from the patient. The surgery was finished successfully with a new device with the same part number but different lot number. The two affected devices were discarded by the facility and the remaining devices of the package plus an additional package of the affected lot will be returned.